Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi has received the unit; however, failure analysis is still ongoing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a message indicating that the vision system (vs) image may be deficient. The site reseated the endoscope, replaced the endoscope, and power cycled the system, but the issue was not resolved. The site was continuing without the firefly function. There was no reported injury. The customer called back in and reported that the issue was persisting, and they were moving the surgeon to a different da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope controller (ec) involved with this complaint to perform failure analysis. The reported failure error 48204 was replicated. In artemis, the 48204 error was found indicating a faulty light engine. Upon visual inspection, no issues were found that would be related to the reported event. The unit was tested on the pca system and error 48204 prompted on the screen along with "image may be deficient" message. When connecting the endoscope, it was confirmed that the image was greenish. When reviewing the ec sensor error log, found that the laser in the light engine was above 5%. Device history record (DHR) review for ec involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this reported event is attributed to a faulty light engine on the ec.

Event description:
Refer to h11 for follow-up information.